Manufacturer narrative:
On (B)(6) 2020, it was noticed that the following symptoms were erroneously omitted from the initial report: nerve issues in feet, and "antiflactive issues"after eating certain foods. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with mentor memorygel breast implants 500cc and experienced pain close to the armpit, chest pain, difficulty breathing, numbness/ tingling around the breasts, unspecified autoimmune issues, allergies, hives, sensitivity to the sun, insomnia, joint pain, rashes, bran fog, neck/ back pain, and petechiae. No device issue such as rupture was reported. The patient underwent device removal on (B)(6) 2020. This report is for the left breast prosthesis.